Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed matrix drawer. A field service engineer checked and reset the pyxibus connections but did not resolve it and then replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer failed, which hindered users from accessing the required medication for a patient. This incident did not cause any delay or harm to patient care, as the customer was able to utilize other pyxis to find medications for patients. There were no adverse events or injuries reported based on this event.